Event description:
It was reported that inappropriate therapy was delivered by the device resulting in the patient falling. The patient experienced a fracture of the left humerus due to the fall. The fracture was treated by immobilizing the arm and with hyaluronic acid. The device was explanted and replaced to resolve the event. The status of the patient is unknown.